Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional via a manufacturer representative reported a consumer had a battery and lead replacement on (B)(6) 2017. The ins was replaced due to normal battery depletion. The lead was also replaced because four electrode pairs were > 4000 ohms on impedance check. The consumer reported discomfort at the implant site prior to the replacement, and no symptoms reported after replacement as of (B)(6) 2017. There were no further complications reported and/or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 309328, lot# unknown, explanted: (B)(6) 2017, product type: lead. Correction: additional information received indicates the correct mfg. Site ID (B)(4). If information is provided in the future, a supplemental report will be issued.